Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the motor device and the reported condition that the device was not holding the disconnection tool was confirmed. An assessment was performed and it was determined that the device could not secure/lock the cutter, was generating heat, and the locking components were damaged. It was further determined that the device failed pretest for cutter lock assessment, and temperature assessment. The assignable root cause was determined to be traced to the user, which is user error/misuse. UDI ¿ (B)(4).

Event description:
It was reported that during testing it was observed that the motor device was not holding the disconnection tool. During in-house engineering evaluation it was determined that the device was generating heat. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.